Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set detachment event while sleeping on (B)(6) 2025. The infusion set tubing came apart. The site of insertion was left abdomen. The detachment occured at quick release/site connector. The infusion set was in use for 2 days. No further information available.